Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified popliteal artery. A 4.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at 23 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole leak 15mm proximal of the distal markerband. There was a lot of blood in the lumen. There were no issues with the markerbands. A visual examination identified no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified popliteal artery. A 4.0 x 60, 135cm mustang¿ balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at 23 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.